Event description:
The customer reported to olympus the thunderbeat 5 mm,20 cm, front-actuated grip type s experienced a continuous short circuit error. There were no reports of patient harm or impact associated with this event. The unspecified procedure was completed with a similar device, with no delay noted. Inspection and testing of the returned device revealed the tissue pad had separated. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus service center. The investigation found out that the tissue pad in the grasping section was worn away, and a part of the tissue pad was peeled away. The tissue pad in the grasping section was torn with no missing part. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one year since the subject device was manufactured. Based on the results of the on-site inspection and the on-site inspection results, we infer that the incident you pointed out occurred due to the following mechanism. During the seal and cut output, nothing was being grasped between the gripping section and the tip of the probe (including the tissue that had been cut), so the tissue pad was worn out and a portion of it came off. Due to the wear of the tissue pad, the non-insulated part came into contact with the tip of the probe. The short circuit error occurred because the seal and cut output was performed while the probe was in contact with a non-insulated part. There were also contact marks. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. It was confirmed that the probe coating was peeled off if the device was handled as follows. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. Olympus will continue to monitor field performance for this device.